Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on the forceps elevator and a chip on the server plug-in. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause was traced to a component failure. The cause of foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.